Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (undefined stroke and patient condition) cannot be conclusively determined through this investigation. The patient presented to the emergency department on (B)(6) 2021 with complaints of total left-sided body weakness/numbness, nausea, dizziness, difficulty in speech, double vision in their right eye, and decreased hearing in their right ear. The patient stated that they were sitting on the couch at home with their family when the sudden onset of symptoms occurred. Upon arrival, the patient was placed on prophylactic antibiotics; however, these were later discontinued after the patient¿s blood cultures came back negative. A computed tomography (CT) scan on the patient¿s head was conducted on (B)(6) 2021 and did not reveal any acute intracranial findings. A computed tomography angiography (cta) was performed on the same date and did not reveal an aneurysm, dissection, stenosis, or occlusion of large vessels. A repeat CT scan on (B)(6) 2021 was suggestive of a small right cerebellar stroke and a small brainstem stroke. The neurology department was not sure what type of stroke the patient experienced and stated it could have been related to the ventricular assist device, the patient¿s hypercoagulable state (patient was covid-19 positive), or the patient¿s uncontrolled diabetes. The patient was to continue taking their anticoagulation and study medications and was ultimately discharged home on (B)(6) 2021. The patient was to follow-up with the outpatient stroke clinic and neuro-ophthalmological team and remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. Of note, while the patient was admitted, they tested positive for covid-19. The patient did not experience any respiratory issues and was treated with monoclonal antibodies. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 outlines recommended anticoagulation therapy and inr. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: neurology was unsure what type of stroke the patient had experienced. The stroke was thought to be possibly device-related. The onset of the patient's symptoms was sudden and occurred when the patient was sitting. The patient reportedly experienced vertigo, horizontal nystagmus, dysarthria and facial droop. The brainstem stroke was thought to be located in the posterior circulation of the midbrain/pons region of the brainstem. The patient received a computed tomography angiography (cta) scan on (B)(6) 2021 at an outside hospital which did not reveal cerebral aneurysm, dissection, stenosis, or occlusion of the the large blood vessels.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with complaint of total left sided body weakness and numbness with difficulty in speech later with double vision in their right eye and decreased hearing in their right ear. This was believed to be due to major infection and anti-viral treatments were started. It was additionally reported on (B)(6) 2021 that the patient's blood cultures had been negative and antibiotics were discontinued. A computed tomography (CT) scan revealed a small new right cerebellar stroke and additional patient deficits suggested a small brainstem stroke. The patient was positive for covid-19 and treated with monoclonal antibodies. No respiratory issues were noted. The patient was discharged home on (B)(6)2021 with planned follow-ups with home health care (hhc), neurology, and nursing. The patient's statin was increased. Ophthalmology was consulted regarding the patient's blurred vision.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.